Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displays a "localizer faulted" error message for optical cases. There was no patient involvement. Troubleshooting was performed. Technical services (ts)  had the manufacturer representative (rep) access ndi toolbox <(>&<)> determined an erroneous bump status detection. The suspected cause was the camera cmos batter and the camera needed to be replaced.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821 h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c04 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.